Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 26-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of skin disorder ('dermatological disorder') in an adult female patient who had essure (batch no. A47950) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced skin disorder (seriousness criterion medically significant), fatigue ("general fatigue"), rhinorrhoea ("nasal discharge"), endocrine disorder ("endocrine problems"), premature menopause ("early menopause"), feeling of body temperature change ("hot or cold"), hyperhidrosis ("sweating"), nervous system disorder ("nervous system disorder"), gastrointestinal disorder ("gastrointestinal disorder"), visual impairment ("vison disorder"), musculoskeletal disorder ("musculoskeletal disorder") and depression ("depressive tendency") and was found to have heart rate abnormal ("heart rate disorder"). Essure treatment was not changed. At the time of the report, the skin disorder, fatigue, rhinorrhoea, endocrine disorder, premature menopause, feeling of body temperature change, hyperhidrosis, heart rate abnormal, nervous system disorder, gastrointestinal disorder, visual impairment, musculoskeletal disorder and depression outcome was unknown. The reporter provided no causality assessment for depression, endocrine disorder, fatigue, feeling of body temperature change, gastrointestinal disorder, heart rate abnormal, hyperhidrosis, musculoskeletal disorder, nervous system disorder, premature menopause, rhinorrhoea, skin disorder and visual impairment with essure. The reporter commented: treatment drug: nonsteroidal anti-inflammatory. Difficulty keeping her job; difficulties maintaining her daily life at home; blood tests and x-rays are scheduled; to be performed prior to planning removal. A lot number was received in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 26-mar-2020. The most recent information was received on 01-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of pain ('diffuse persistent pain') in a 42-year-old female patient who had essure (batch no. A47950) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced skin disorder ("dermatological disorder"), fatigue ("general fatigue"), rhinorrhoea ("nasal discharge"), endocrine disorder ("endocrine problems"), premature menopause ("early menopause"), feeling of body temperature change ("hot or cold"), hyperhidrosis ("sweating"), nervous system disorder ("nervous system disorder"), gastrointestinal disorder ("gastrointestinal disorder"), visual impairment ("vison disorder"), musculoskeletal pain ("musculoskeletal disorder/ joint and muscle pain") and depression ("depressive tendency") and was found to have heart rate abnormal ("heart rate disorder"). On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), neuralgia ("neurological pain") and tendon pain ("tendon pain"). The patient was treated with nsaids and surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the skin disorder, fatigue, rhinorrhoea, endocrine disorder, premature menopause, feeling of body temperature change, hyperhidrosis, heart rate abnormal, nervous system disorder, gastrointestinal disorder, visual impairment, musculoskeletal pain and depression outcome was unknown and the neuralgia and tendon pain had not resolved. The reporter provided no causality assessment for depression, endocrine disorder, fatigue, feeling of body temperature change, gastrointestinal disorder, heart rate abnormal, hyperhidrosis, musculoskeletal pain, nervous system disorder, neuralgia, premature menopause, rhinorrhoea, skin disorder, tendon pain and visual impairment with essure. The reporter considered pain to be related to essure. The reporter commented: period of events: first signs in 2013, then increasing. Treatment drug: nonsteroidal anti-inflammatory. Difficulty keeping her job; difficulties maintaining her daily life at home; blood tests and x-rays are scheduled; to be performed prior to planning removal. As per follow-up of (B)(6) 2021: still experiencing neurological pain, muscle pain, tendon pain and joint pain, crown removal in (B)(6) 2021. Lot number: a47950 manufacture date: 2012-09 expiration date: 2015-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-feb-2021: essure removal date added. Incident description: diffuse persistent pain. Still experiencing neurological pain, muscle pain, tendon pain and joint pain (added). A lot number was received in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4)) on 26-mar-2020. The most recent information was received on 26-apr-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("back pain") and pain ("diffuse persistent pain") in a 42 year-old female patient who had essure inserted (lot no. A47950). Additional non-serious events are detailed below. The patient had a medical history of parity 1 ((B)(6) 1999, vaginal delivery and birth of a girl), hearing loss and ear tube removal. On (B)(6) 2013, the patient had essure inserted. In 2013, she experienced skin disorder ("dermatological disorder"), fatigue ("general fatigue"), rhinorrhoea ("nasal discharge"), endocrine disorder ("endocrine problems"), premature menopause ("early menopause"), feeling of body temperature change ("hot or cold"), hyperhidrosis ("sweating"), nervous system disorder ("nervous system disorder"), gastrointestinal disorder ("gastrointestinal disorder"), visual acuity reduced ("vison disorder"), musculoskeletal pain ("musculoskeletal disorder/ joint and muscle pain") and depression ("depressive tendency") and was found to have heart rate abnormal ("heart rate disorder"). In 2014, she experienced allergy to metals ("allergy to nickel"), aptyalism ("aptyalism"), bartholinitis ("bartholinitis"), breast pain ("breast pain"), breast swelling ("breast swelling"), breath odour ("breath odour"), dyspepsia ("dyspepsia"), fall ("fall"), hypotension ("hypotension"), lacrimation increased ("lacrimation increased"), ligament sprain ("ligament sprain"), memory impairment ("memory impairment"), neuromuscular pain ("neuromuscular pain"), pain in extremity ("pain in extremity"), palpitations ("palpitations"), pneumonia ("pneumonia"), rhinitis ("rhinitis"), rotator cuff syndrome ("rotator cuff syndrome"), skin odour abnormal ("skin odour abnormal") and sleep disorder ("sleep disorder"). Essure was removed on (B)(6) 2020. An unknown time later she experienced back pain (seriousness criterion intervention required), pain (seriousness criterion intervention required), neuralgia ("neurological pain"), tendon pain ("tendon pain"), nausea ("nausea") and vomiting ("vomiting"). The patient was treated with nsaids as well as surgery (essure removal, bilateral salpingectomy and conization and ). At the time of the report, the back pain and pain in extremity were resolving and the neuralgia and tendon pain had not resolved. The outcomes for pain, allergy to metals, skin disorder, fatigue, rhinorrhoea, endocrine disorder, premature menopause, feeling of body temperature change, hyperhidrosis, heart rate abnormal, nervous system disorder, gastrointestinal disorder, visual acuity reduced, musculoskeletal pain, depression, aptyalism, bartholinitis, breast pain, breast swelling, breath odour, dyspepsia, fall, hypotension, lacrimation increased, ligament sprain, memory impairment, nausea, neuromuscular pain, palpitations, pneumonia, rhinitis, rotator cuff syndrome, skin odour abnormal, sleep disorder and vomiting were unknown. The reporter considered allergy to metals, aptyalism, back pain, bartholinitis, breast pain, breast swelling, breath odour, dyspepsia, fall, hypotension, lacrimation increased, ligament sprain, memory impairment, nausea, neuromuscular pain, pain, pain in extremity, palpitations, pneumonia, rhinitis, rotator cuff syndrome, skin odour abnormal, sleep disorder and vomiting to be related to essure administration. No causality assessment was received for essure with regard to fatigue, rhinorrhoea, endocrine disorder, premature menopause, feeling of body temperature change, hyperhidrosis, heart rate abnormal, nervous system disorder, gastrointestinal disorder, skin disorder, visual acuity reduced, musculoskeletal pain, depression, neuralgia or tendon pain. The reporter commented: period of events: first signs in 2013, then increasing. Treatment drug: nonsteroidal anti-inflammatory. Difficulty keeping her job; difficulties maintaining her daily life at home; blood tests and x-rays are scheduled; to be performed prior to planning removal. As per follow-up of 01-feb-2021: still experiencing neurological pain, muscle pain, tendon pain and joint pain, crown removal in (B)(6) 2021. Following removal, some of the events improved but then occurred again. After the removal of essure: pain decreased for some days and reappeared after. In 2020, patient signed informed consent for hysterectomy (note: not reported if performed). All these events were related to essure and particularly to presence of nickel to which she would be allergic, of tin and chromium. Lot number: a47950. Manufacture date: 2012-09. Expiration date: 2015-09. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 26-apr-2023: upon receipt of follow up it was identified this case is duplicate of (B)(4). All events (allergy to metals, aptyalism, back pain, bartholinitis, breast pain, breast swelling, breath odour, depression, dyspepsia, fall, hypotension, lacrimation increased, ligament sprain, memory impairment, nausea, neuromuscular pain, pain in extremity, palpitations, pneumonia, rhinitis, rotator cuff syndrome, skin odour abnormal, sleep disorder, visual acuity reduced and vomiting) reporters, references, source documents and all relevant information has been transferred to this case (legacy device number 2951250-2023-01766). A lot number was received in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4)) on 26-mar-2020. The most recent information was received on 10-may-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("back pain") and pain ("diffuse persistent pain") in a 42 year-old female patient who had essure inserted (lot no. A47950). Additional non-serious events are detailed below. The patient had a medical history of parity 1 ((B)(6) 1999, vaginal delivery and birth of a girl), hearing loss and ear tube removal. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced skin disorder ("dermatological disorder"), fatigue ("general fatigue"), rhinorrhoea ("nasal discharge"), endocrine disorder ("endocrine problems"), premature menopause ("early menopause"), feeling of body temperature change ("hot or cold"), hyperhidrosis ("sweating"), nervous system disorder ("nervous system disorder"), gastrointestinal disorder ("gastrointestinal disorder"), visual acuity reduced ("vison disorder"), musculoskeletal pain ("musculoskeletal disorder/ joint and muscle pain") and depression ("depressive tendency") and was found to have heart rate abnormal ("heart rate disorder"). In 2014 she experienced allergy to metals ("allergy to nickel"), aptyalism ("aptyalism"), bartholinitis ("bartholinitis"), breast pain ("breast pain"), breast swelling ("breast swelling"), breath odour ("breath odour"), dyspepsia ("dyspepsia"), fall ("fall"), hypotension ("hypotension"), lacrimation increased ("lacrimation increased"), ligament sprain ("ligament sprain"), memory impairment ("memory impairment"), neuromuscular pain ("neuromuscular pain"), pain in extremity ("pain in extremity"), palpitations ("palpitations"), pneumonia ("pneumonia"), rhinitis ("rhinitis"), rotator cuff syndrome ("rotator cuff syndrome"), skin odour abnormal ("skin odour abnormal") and sleep disorder ("sleep disorder"). Essure was removed on (B)(6) 2020. An unknown time later she experienced back pain (seriousness criterion intervention required), pain (seriousness criterion intervention required), neuralgia ("neurological pain"), tendon pain ("tendon pain"), nausea ("nausea") and vomiting ("vomiting"). The patient was treated with nsaids as well as surgery (essure removal, bilateral salpingectomy and conization and ). At the time of the report, the back pain and pain in extremity were resolving and the neuralgia and tendon pain had not resolved. The outcomes for pain, allergy to metals, skin disorder, fatigue, rhinorrhoea, endocrine disorder, premature menopause, feeling of body temperature change, hyperhidrosis, heart rate abnormal, nervous system disorder, gastrointestinal disorder, visual acuity reduced, musculoskeletal pain, depression, aptyalism, bartholinitis, breast pain, breast swelling, breath odour, dyspepsia, fall, hypotension, lacrimation increased, ligament sprain, memory impairment, nausea, neuromuscular pain, palpitations, pneumonia, rhinitis, rotator cuff syndrome, skin odour abnormal, sleep disorder and vomiting were unknown. The reporter considered allergy to metals, aptyalism, back pain, bartholinitis, breast pain, breast swelling, breath odour, dyspepsia, fall, hypotension, lacrimation increased, ligament sprain, memory impairment, nausea, neuromuscular pain, pain, pain in extremity, palpitations, pneumonia, rhinitis, rotator cuff syndrome, skin odour abnormal, sleep disorder and vomiting to be related to essure administration. No causality assessment was received for essure with regard to fatigue, rhinorrhoea, endocrine disorder, premature menopause, feeling of body temperature change, hyperhidrosis, heart rate abnormal, nervous system disorder, gastrointestinal disorder, skin disorder, visual acuity reduced, musculoskeletal pain, depression, neuralgia or tendon pain. The reporter commented: period of events: first signs in 2013, then increasing. Treatment drug: nonsteroidal anti-inflammatory. Difficulty keeping her job; difficulties maintaining her daily life at home; blood tests and x-rays are scheduled; to be performed prior to planning removal. As per follow-up of (B)(6) 2021: still experiencing neurological pain, muscle pain, tendon pain and joint pain, crown removal in (B)(6) 2021. Following removal, some of the events improved but then occurred again. After the removal of essure: pain decreased for some days and reappeared after. In 2020, patient signed informed consent for hysterectomy (note: not reported if performed). All these events were related to essure and particularly to presence of nickel to which she would be allergic, of tin and chromium. Lot number: a47950. Manufacture date: 2012-09. Expiration date: 2015-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-may-2023: quality safety evaluation of ptc. A lot number was received in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 26-mar-2020. The most recent information was received on 31-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of skin disorder ('dermatological disorder') in an adult female patient who had essure (batch no. A47950) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced skin disorder (seriousness criterion medically significant), fatigue ("general fatigue"), rhinorrhoea ("nasal discharge"), endocrine disorder ("endocrine problems"), premature menopause ("early menopause"), feeling of body temperature change ("hot or cold"), hyperhidrosis ("sweating"), nervous system disorder ("nervous system disorder"), gastrointestinal disorder ("gastrointestinal disorder"), visual impairment ("vison disorder"), musculoskeletal disorder ("musculoskeletal disorder") and depression ("depressive tendency") and was found to have heart rate abnormal ("heart rate disorder"). Essure treatment was not changed. At the time of the report, the skin disorder, fatigue, rhinorrhoea, endocrine disorder, premature menopause, feeling of body temperature change, hyperhidrosis, heart rate abnormal, nervous system disorder, gastrointestinal disorder, visual impairment, musculoskeletal disorder and depression outcome was unknown. The reporter provided no causality assessment for depression, endocrine disorder, fatigue, feeling of body temperature change, gastrointestinal disorder, heart rate abnormal, hyperhidrosis, musculoskeletal disorder, nervous system disorder, premature menopause, rhinorrhoea, skin disorder and visual impairment with essure. The reporter commented: treatment drug: nonsteroidal anti-inflammatory. Difficulty keeping her job; difficulties maintaining her daily life at home; blood tests and x-rays are scheduled; to be performed prior to planning removal. Lot number: a47950 manufacture date: 2012-09 expiration date: 2015-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality-safety evaluation of ptc. A lot number was received in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.